Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was in backup mode and patient had received shocks but no egm's were available to determine if the shocks were appropriate. No symptoms reported. The ICD was successfully reprogrammed. The patient was stable throughout procedure.